Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the cannula site. The patient replaced infusion sets and resumed insulin successfully. No further information available.